Event description:
Physician reported that he can't get his programming handheld to turn on. He stated it worked earlier in the day and then turned off. Handheld has been plugged in for several days. He has tried using different outlets and it still would not turn on. A replacement handheld was sent to the physician. Product analysis is pending.